Event description:
Discordant negative results obtained during an evaluation study. The sofia sars result was negative when compared to one of two molecular methods (pcr and a rapid molecular assay). Some patients utilized in the study were known positive patients in the hospital for a long period of time. The exact date of symptom onset is unknown for the patients in the study.

Manufacturer narrative:
Investigation conclusion: tested 5x retained devices with positive standard. All devices yielded valid and accurate positive results at the 15 minute result read time. Root cause: could not duplicate with retains; unable to determine. Source: email.